Event description:
It was reported the devices were used during a laparoscopic hernia repair. It was reported the instruments misfired and jammed. Some good firings were obtained. When the first jammed another was opened and it too jammed after a few firings. The case was completed with a third instrument. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, no; staples in the track, yes(11) and trigger engaged with precock, no. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported "instruments misfired and jammed" during surgery may have been due to excessive body fluid in the cartridge track and nose and a partially yielded cartridge nose weld which would not allow the driver to properly advance or form the following staples. Instrument (a) was rec'd containing excessive dried body fluid in the track and nose and with a yielded nose weld. No conclusion could be reached as to how the nose weld had yielded. Instrument (b) was rec'd in good physical condition, examined, found to be functional, cycled and fired the remaining 20 staples well formed. No deformity could be identified during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.